Manufacturer narrative:
Medical safety reviewed the event. The patient presented in a decompensating state, was shocked 10 times for ventricular tachycardia; the patient presented with non-st-segment elevation myocardial infarction (nstemi). The patient would eventually expire on support. The palliative care was discussed; the patient was not a candidate for transplant or left assist ventricular device (lvad). The patient had additional support in the form of veno-arterial extracorporeal membrane oxygenation (va ECMO), experienced complications related to an at-home fall injury and was in a poor state. The impella was there to support the patient. The patient expired and the impella may have contributed to the patient's demise given the hemolysis and positioning issues encountered (thus may have added to an already complex situation or compounded the situation to where the patient actually expired). Regarding automated impella controllers (aics) the events describes failure of pump to be detected by the aic resulting in an alarm. The original aic was reconnected with the same outcome. However, to avoid the patient being off pump longer, the nurses continued through the spike/prime purge mean and restarted the pump on auto as if it was a new case. Although interruption in support, it appears the patient expired for reasons unrelated to the aics (as noted above). The aics malfunctioned and contributed to the patient's implant experience event and should be reported as a malfunction type of reportable event. Related medical device reports: this automated impella controller is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other aic and the impella cp, which is associated with the demise outcome.

Manufacturer narrative:
The product received date was erroneously captured as 06-oct-2025 instead of 22-sep-2025. Accordingly, correction has been made to section d9. Date device returned to manufacturer. Related medical device reports: this automated impella controller is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other aic and the impella cp, which is associated with the demise outcome.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Related medical device reports: this automated impella controller is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other aic and the impella cp, which is associated with the demise outcome. This event describes transfer failure of the automated impella controllers. There was no report or indication of significant hemodynamic decompensation. The patient was noted to have remained stable. The impella cp pump, its positioning was suboptimal, and it was noted patient developed hemolysis. Given the details of the case dissociation cannot be made although the patient¿s underlying condition appears to have contributed more to the demise outcome (cardiogenic shock, hematoma/bleeding from fall injury and ejection fraction of 5%-10%).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed hemolysis and encountered pump detection issue with the automated impella controllers (aic). The patient would eventually expire. The patient required c-pap for over 24hrs but continued to decompensate overnight, was intubated and was sent to catheterization lab for an emergent catheterization. The impella cp was implanted for protected percutaneous coronary intervention, which was completed. However, during the pci, the physician was unable to cross the proximal left anterior descending occlusion. The pci was paused for shock call. The decision was made to cannulate for venoarterial extracorporeal membrane oxygenation (va ECMO). Penumbra was used and the occlusion was ballooned, and one drug-eluting stent was implanted. After the pci, the peel-away sheath was removed, touhy-borst locked at 91cm and grin was dressed, dry and intact. The patient was sent to the unit on ecpella (ECMO and impella) support. The following day it was noted that the impella was repositioned with point-of-care ultrasound for an alarm in left ventricle. Hemolysis complication was noted and consequently, the impella catheter was pulled back 1cm. Of note, placement signal alarm was disabled for frequent placement signal low alarms occurring. However, the impella position still appeared to be malpositioned, caught in the mitral apparatus and sitting deep at 6 cm. Patient care note unrelated to the impella, noted the patient continued to require blood products related to the at home fall injury. Heparin was placed on hold and possible surgery was noted for the left flank hematoma/bleed. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. Ecpella support continued and the next day ECMO was weaned to 3800rpm/3.7l/min. P level increased to 4, flow 2.5l. Drips were weaned downed. Surgical consultation did not require intervention for hematoma/bleed. The patient received one unit of red blood cells over the night. Of further note, the placement signal alarm was enabled again. Ecpella support continued. Two days later echocardiogram showed ejection fraction improvement 5% to 10-20%. The impella was still angled towards the mitral valve but less than initial implant. Inlet at 4.7 cm from aortic valve. Plasma free hemoglobin at 10mg/dl and alanine aminotransferase down trending was noted. Low dose heparin drip was started. Intros adjustment was noted. Also noted was that the patient experienced another vt storm overnight with torsades and received one shock from implantable cardioverter defibrillator. Support continued with target for heart recovery versus transfer for potential left ventricular assist device (lvad). Ecpella support continued and three days later [11-sep-2025] ventricular tachycardia and supraventricular tachycardia was noted through the day and over the night. Now transplant versus lvad work up started. The following day, ganglion block was placed to help control ectopy. This day the aic had to be switched out and when the nurse attempted to switch out the aic from the outside hospital console, pump not detected was encountered. When white cable was plugged in to aic ic 9571, instead of restarting the pump on current setting on the new aic it went to ¿spike dextrose bag¿ screen. Because it did this, the care team switched it back to the original aic ic 5269, and when the white cable was plugged back into aic ic 5269, it did the same thing. Therefore, to avoid pump being off for any longer, the nurse continued through the spike/prime purge menu and impella restarted on auto as if it were a new impella cp case. The device was restored to previous p-level and patient stable. The following day palliative care was discussed; the patient was not a candidate for transplant or lvad. The patient would subsequently expire.